Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when the physician noted that there was a pericardial effusion. The procedure was stopped, and the physician performed a pericardiocentesis. 3 liters of dull colored blood was removed from the patient and the patient received blood transfusions. The effusion did not resolve so the patient was taken to have open heart surgery. During surgery a perforation was repaired, the effusion was resolved, and the laa of the patient was ligated. The patient remains hospitalized following this event but is expected to make a full recovery. It was further reported that the patient has been discharged from the hospital and is at home doing well following this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when the physician noted that there was a pericardial effusion. The procedure was stopped, and the physician performed a pericardiocentesis. 3 liters of dull colored blood was removed from the patient and the patient received blood transfusions. The effusion did not resolve so the patient was taken to have open heart surgery. During surgery a perforation was repaired, the effusion was resolved, and the laa of the patient was ligated. The patient remains hospitalized following this event but is expected to make a full recovery.